Manufacturer narrative:
Block b3: exact date unknown, event occurred three months ago.

Event description:
It was reported that the patient had difficulty charging implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it was discarded by the medical facility.